Event description:
It was reported by service report that the foot-end was stuck up high, and would not go down. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: faulty sensor coil cord.